Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 1659 mg/dl. The customer was hospitalized for the unexplained high blood glucose. The customer was nauseated and had a loss of appetite. The customer did not mention any form of treatment for their blood glucose levels. The customer will have a educator follow up with them. The customer did not provide any further information about the hospitalization and hung up the phone.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.